Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Event description:
Customer reported via phone, she changed her infusion set and was going to treat for her blood glucose of 250 mg/dl, when she noticed the device made a noise but no alarm/error message. She was able to manually push the insulin through but it made a squirting noise while delivering the insulin. Displacement test was performed and the device alarmed no delivery. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.